Manufacturer narrative:
(B)(4). The sample has been received for evaluation and a follow-up report will be submitted upon completion of the evaluation.

Event description:
A report was received from baxter (B)(4) that the spike broke while connecting/disconnecting to/from a bag. There was no patient injury or medical intervention.